Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The et tube was also returned with the double swivel valve connectors and two suction catheters. All devices were returned in their original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal swivel valve was broken inside the packaging. The reported complaint of "connector broken prior to use" is confirmed based on the sample received. The connector on the tracheal swivel valve was broken inside of the packaging. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Event description:
Customer reported the connector of the tube was found broken prior to use on the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the connector of the tube was found broken prior to use on the patient.